Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please describe how the staples were not ¿placed properly¿ on the stomach. The staples were crooked. One end of the staples was free out of the tissue. Did the device start the staple and cut, but then jammed? Yes. Were there staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Deformed. Were all fragments of the blade removed from the patient? Yes. Will all pieces be returned with the device? If no, were they discarded? Yes.

Event description:
It was reported that during a gastrectomy procedure, at the second firing, it was difficult to staple and it was needed to force. The staples were not placed properly on the stomach and fragments of the blade were found in patient's abdomen. Per the surgeon, two factors could contribute to the incident: the cartridge protection was removed before the cartridge placement and difficulty happened when cutting again the previous staple line. Mechanical suture reinforcement with a thread (manual suture). No dehiscence was noted. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Batch # p56541. The analysis results found that the tlc75 device was received with the right wedge detached from the pusher. The cartridge reload was present loaded on the device, fully fired, swing tab in locked position. No functional test was performed due to the condition of the device. No conclusion could be reach as to how the wedge became detached from the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.